Event description:
Catches on the inside of mouth, catches on the inside of lip, rear head becomes really loose - dual head brushes / backs came loose from those heads [device physical property issue]. Consumer contacted via e-mail and stated that the rear head of the dual head brush head becomes really loose to the point it's nearly hanging off very quickly. No serious injury was reported.

Manufacturer narrative:
On 04-nov-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Manufacturer narrative:
Product return was received and product investigation is in progress. This case was initially submitted on 21-oct-2020 with the incorrect MFR report # (B)(4). This corrected initial submission has the accurate MFR report number.

Event description:
Catches on the inside of mouth [mouth injury]. Catches on the inside of lip [lip injury]. Rear head becomes really loose - dual head brushes / backs came loose from those heads [device physical property issue]. Consumer contacted via e-mail and stated that the rear head of the dual head brush head becomes really loose to the point it's nearly hanging off very quickly. No serious injury was reported.